Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. Capsule signal drops after 01:15 hours. The suspected problem is in relation to a recorder failure.

Event description:
According to the reporter, the customer called in to report a bravo short study. Technical support reviewed the study and it only ran for 1 hour and 15 minutes but was unable to determine the cause. The data showed reflux events but the study is so short there is not much to analyze. A repeat procedure was necessary due to the short study. There was no harm to the patient.